Manufacturer narrative:
Product analysis # (B)(4): analysis information -- 2018-06-15 09:13:22 cst pli# 10, product ID# 3058, below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. {a known good lead was inserted and withdrawn 3 times into the connector port. Insertion spec: =3.0 lbs. Withdrawal spec: =2.0 lbs. Results: insertion=0.55, 0.59, and 0.56 lbs; withdrawal=0.52, 0.55, and 0.49 lbs.} concomitant medical products: product ID neu_wrench_acc, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Device analysis results.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that, during a stage 2 procedure, the lead would not advance to the end of the ins channel. Removing, re-inserting, backing out the setscrew, and applying a small amount of surgical lube were tried without success. It was noted that the implantable neurostimulator (ins) was used in the patient. The intended use of the device was treatment. A new battery was used and the lead advanced easily. No patient death or injury was reported and the patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare professional via a manufacturer representative regarding a patient with an internal neurostimulator (ins). It was reported that the lead would not advance all the way through the ipg channel during patient's stage 2 procedure. The physician was able to advance about 3/4 of the way through, but the lead would not pass the fourth window and they could not visualize the distal electrode at the end of the channel. Physician tried backing the set-screw out a little and then re-advancing but the lead would still not advance all the way. A dab of surgical lube was tried on the tip of the lead but no troubleshooting measures helped. A new battery was used, which worked and the lead easily passed through the ipg channel with no issues. No further complications were reported.

Manufacturer narrative:
Additional review determined conclusion code (B)(4) no longer applies to this event. Additional review determined method codes (B)(4), and (B)(4) no longer apply to this event. If information is provided in the future, a supplemental report will be issued.